Manufacturer narrative:
(B)(4) : one (1) s-0097 screw distraction 14mm non-strl 1-use was returned as the complaint sample. Etchings on the sample were noted to be clear and legible: the lot code was displayed as g16 ((B)(6) 2016). Upon initial visual inspections the sample was noted to be returned in two distinct broken pieces: one piece was noted to be about 1mm of the broken screw tip of the main sample and the rest of the sample was the shaft and the proximal end of the broken screw-tip. The broken edges of the two pieces matched in a flush manner when aligned together. Overall the sample appeared to display signs of usage, scratches wearing of finish and scuff marks. Long streaking scratch marks were noted along the smooth part of the shaft, from the proximal end to the ribbed part of the shaft; this is indicative that this screw was inserted and used multiple times inside the s-0106/s-1306 screwdriver. The sample shows signs of possible multiple uses. It should be noted that (B)(4) distraction screw products are sold and marketed as a one-time/single use product. For further investigations the sample¿s broken 1 mm screw-tip was examined at 5 times magnifications: it displayed worn down screw threads, some of the threads possibly broke off or were ground down and a the tip was bending/curving a few degrees to the side. Magnified examinations further suggest that this sample was most likely used multiple times. The breaking of the threads and other signs of excessive use and wear on the sample indicates that sample was weakened and compromised after multiple uses and twisting forces, causing the screw tip to eventually break off. Device history records for s-0097 from lot codes g16 were reviewed: all work instructions were completed accordingly. No issues related to the failure mode were identified. Quality assurance inspections were performed and all inspections passed. Personnel followed all instructions and processes to manufacture the s-0097 product to within specifications and a sample size was inspected and passed by the qa team. Current reference manufacturing processes of the s-0097 were reviewed: finishing and manufacturing processes are clear and normal. Distraction screw products are machined and manufactured from a single rod of 300 series stainless steel. Hundreds of screws are produced pre orders to tight specifications and tolerances. Machining personnel and qa perform inspections on products at the keyence image measurement device for accuracy and repeatability. It was determined that the processes could not have contributed to the failure mode.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
Received a medwatch report mw5067572 which states: distraction pin broke when utilizing pin to help in reduction of displaced cervical fracture. Additional information from the customer reported there was no injury to the patient, the procedure was completed under x-ray and the pieces were removed at the time the pin broke. No additional diagnostic treatment or x-ray. Another distraction pin was used to hold the retractor in place. The anterior cervical fusion c4-6 was completed as planned the patient was a male (B)(6). The product will be returned.